Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and sensor issue. Blood glucose level at the time of the incident was 44 mg/dl and drank juice to treat the low reading. Customer stated their sensor has been alerting sensor updating. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at the time of low blood glucose event. Customer declined troubleshooting. The sensor will be replaced/returned for analysis.